Event description:
It was reported that the basket broke off in the patient's ureter. A cystourethroscopy with sounding was being performed for stone removal. A guidewire was fed retrograde through the cystoscope and a 6 cm balloon dilator was passed over the guidewire under fluoro guidance and the distal left ureter was dilated. The stone basket was passed through the scope to engage the stone, the stone was pulled down into the distal ureter and the basket broke at that point. The ureteroscope was removed and the cystoscope was placed. An attempt was made using biopsy forceps to grasp the wires of the basket and pull the basket out but the wire continued to fall apart and the stone or the basket could not be removed. The guidewire was fed back through the cystoscope and a 6x24 double j stent was passed over the guidewire and placed leaving the remnants of the basket and stone in the patient. Fluoroscopic guidance showed everything was in good position and the ureter was intact and fine. Patient was placed on bactrim ds, norco and utira-c in the meantime. The patient returned to the hospital on (B)(6) 2010 and a cystoscopy was performed for successful removal of the basket and stone.

Manufacturer narrative:
The original sample was received with the wire basket portion missing from the device. Visual inspection noted slight deformation of the wire channel at the tip where the wire was noted missing. Due to the returned partial condition of the device, a thorough evaluation could not be performed. The device history was reviewed for the lot number reported and there were no non-conformances noted that could have caused or contributed to the reported event. A review of the instruction for use stated the following in the caution section: "objects that are too large to be recovered through the sheath or through the scope channel will require the scope and basket to be removed simultaneously from the urinary tract. If resistance is encountered during advancement or withdrawal of the device, stop and determine the source of resistance, as continued resistance may damage the device and could result in patient injury. Take action to alleviate the resistance. Where necessary, use of a lithotrite may be required to reduce the stone burden within the basket, provided that no direct contact is made with the stone basket." Under the precautions section it specifically mentions: "do not allow the device to be directly fired upon by any lithotripsy device. To do so may damage the device and could result in patient injury. Potential complications that may result from the use of a basket in an endoscopic urological procedure include, but are not limited to: perforation, basket inversion, evulsion, hemorrhage, edema, inability to disengage from irretrievable object and entrapment." (B)(4).